Event description:
It was reported that a homechoice presented an unspecified alarm. It is unknown at what step of therapy the event occurred. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated therapy and electrical leak testing were performed; no issues were noted. A review of the event log was performed with a low drain volume alarm noted. The cause of the low drain volume alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.